Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6) medical center. (B)(6) , md. Preanesthesia summary: weight 290 lbs. Implant date: (B)(6) 2011 (hospitalization (B)(6) 2011) on (B)(6) 2011: (B)(6) medical center. (B)(6) , md. Surgical pathology report. Diagnosis: hernia sacs: fragments of benign fibromembranous and flbroconnective tissue consistent with hernia sac. Focal chronic inflammation noted. -negative for atypia/malignancy. Gross description: a) the specimen, received in formalin labeled hernia sacs, consists of multiple, thinnly encapsulated, yellow, lobulated, glistening, soft tissues and purple ¿tan, membranous tissue measuring 15.0 x 10.5 x 3.5 cm in aggregate. Serial sections reveal homogeneous, yellow, lobulated, glistening cut surfaces and focal purple -tan, membranous areas. No discrete mass lesions or firm areas are grossly identified. Representative sections are submitted in one cassette. (B)(6) 2011: (B)(6) medical center. (B)(6) , rn. Discharge instructions. Discharge to home. Ice to surgical site for 48 hours, then heat to keep dry. Remove bandages in 48 hours. No strenuous activity, > 5 lbs. For 8 weeks. No driving until pain free and off narcotics. Meds: norco and cipro. Follow up in 2-3 weeks. Staple removal in 10-14 days. Relevant medical information: on (B)(6) 2011: (B)(6) medical center. (B)(6) , md. Emergency department. Presented with flank pain, thinks she is passing another kidney stone, pain and nausea for 3-4 days. Weight 271 lbs., bmi 46.5. Pain is constant and excruciating, 9/10. History of kidney stones. Physical exam: abdomen: bowel sounds are normoactive. Abdomen is soft, flat, non -tender, without organomegaly or palpable mass. Discharged to home, condition improved, stable. Discharge diagnoses: left renal colic, ureterolithiasis, abdominal ventral hernia. Medications: vicodin, cipro, peri-colace. Follow up with dr. (B)(6) . On (B)(6) 2011: (B)(6) medical center. (B)(6) , md. CT abdomen without contrast. Indication: renal stones. Impression: 1. 2mm calculus identified in the right kidney. 2. Status post cholecystectomy. 3. Ventral hernia sheath identified in the lower abdomen extending into the upper pelvis with fluid superficial to the sheath measuring at least 10.2 x 4.4 cm. On (B)(6) 2011: (B)(6) medical center. (B)(6) , md. CT pelvis without contrast. Impression: ventral hernia sheath with fluid superficial to the sheath in subcutaneous fat measuring 10.2 x 4.4 cm. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Emergency department. ¿this 62 yrs old white female presents to ER via pov [privately owned vehicle] with complaints of possible kidney stone.¿ she complains of pain in the left flank, symptoms began acutely 3 days ago. Review of systems: abdomen/gi: positive for abdominal pain, nausea, vomiting. Exam: abdomen/gi: inspection: abdomen appears normal, obese. Bowel sounds: normal, in all quadrants. Palpation: soft, moderate abdominal tenderness, in the left upper quadrant, voluntary guarding, no appreciated organomegaly. Gu: cva tenderness on the left. Pain 10/10. Height 5¿ 4¿, weight 275 lbs., bmi 47.2. Labs and abdominal CT completed. Disposition: discharged to home, impression: abdominal pain, generalized. Condition stable. Clear liquid diet. Medications: norco, zofran. Follow up with pcp in 2-3 days. Symptoms improved. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Chest x-ray, two views. Impression: surgical clips in right mid abdomen from prior cholecystectomy. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. CT abdomen without contrast. Indication: left flank pain. Impression: 1. Large ventral hernia identified in the abdomen mainly superior to a ventral hernia sheath with fluid identified inferior to the hernia. This is presumptively transudate. 2. 5mm calculus in the right kidney. 3. Status post cholecystectomy. 4. Appearance of right basilar atelectatic change. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. CT pelvis without contrast. Impression: 1. Large ventral hernia immediately superior to a ventral hernia sheath with transudate identified in inferior aspect of the bowel loops in the hernia. There is mild dilatation of the small bowel loops identified in the upper pelvis/lower abdomen. It is unclear whether it represents a small focal ileus or partial obstruction; however, no small bowel obstruction or large bowel obstruction is noted. 2. Status post hysterectomy. 3. Few scattered diverticula noted involving the sigmoid colon. Explant preoperative complaints: on (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Emergency department. ¿this 62 yrs old white female presents to ER via ems-ground with complaints of abd pain.¿ the patient presents with abdominal pain, mid abdominal pain. Onset: the symptoms/episode began/occurred 2 week(s) ago. Been gradually getting worse. Patient states that tonight she had 6 episodes of emesis described as watery brown and also had this at least 6 episodes of brown watery diarrhea. Patient denies any hematemesis, hematochezia or melena. The symptoms do not radiate. Associated signs and symptoms: pertinent positives: diarrhea, nausea, vomiting. Pertinent negatives: anorexia, blood in stools, chest pain, constipation, diaphoresis, dysuria, fever, headache, hematuria, palpitations, shortness of breath, sore throat. The symptoms are described as constant, sharp. The patient has experienced similar episodes in the past, a few times. Patient has had 8 surgeries for hernia repair. Patient has history of a total abdominal hysterectomy, appendectomy. Review of systems: abdomen/gi: positive for abdominal pain, nausea, vomiting, diarrhea. Exam: abdomen/gi: inspection: obese abdomen. Bowel sounds: diminished. Palpation: moderate abdominal tenderness, in the umbilical area and right lower quadrant, rebound tenderness, is not appreciated, voluntary guarding, is elicited in the umbilical area and right lower quadrant. Pain 7/10. Preliminary diagnosis: incarcerated hernia, small bowel obstruction. Disposition: admit. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. CT abdomen without contrast. Indication: abdominal pain. Comparison is made to prior study from (B)(6) 2015. Findings: there are surgical clips in gallbladder fossa. The liver, spleen, pancreas, adrenals and left kidney demonstrates normal attenuation. An approximate 3 mm calculus is identified in the upper pole of the right kidney. The stomach and small bowel loops are dilated. There is collapse of the colon. A ventral hernia is identified with prior ventral hernia sheath with bowel loops identified within the hernias. This is most likely the cause for the obstruction of the small bowel. Impression: findings most consistent with at least a partial small bowel obstruction secondary to a ventral hernia. Immediately superior to the ventral hernia sheath consistent with recurrent hernia at this site. Status post cholecystectomy. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. CT pelvis without contrast. Findings: a few scattered sigmoid diverticula are present. There is nonvisualization of the uterus. The bladder is distended without wall thickening, mass or diverticula. There is collapse of the colon. There are dilated small bowel loops identified within the pelvis. A ventral hernia is identified immediately superior to the ventral hernia sheath. There is fluid identified within the inferior aspect of the hernia sheath most consistent with transudate. Impression: 1. Findings most consistent with distal small bowel obstruction, most likely involving the distal jejunum secondary to a ventral hernia immediately superior to the ventral hernia sheath. 2. Sigmoid diverticulosis. 3. Status post hysterectomy. On (B)(6) 2015:(B)(6) medical center. (B)(6) , md. History and physical: chief complaint: abdominal pain. Hpi: the patient is a 62-year-old woman who reports a 3-week history of nausea, mid abdominal pain, she has known she has had a hernia for a while now, but she has become more symptomatic. She said about 3 years ago she had hernia repair for 8 hernias, and then she had a recurrence shortly afterwards, and she thought that maybe it missed hernia. For the past 3 weeks, she has been having watery bowel movements, she came to the emergency room on sunday, which was 5 days ago when she was told she was constipated, but she said she has been moving her bowels. She again followed up in the (B)(6) emergency room yesterday and was told she had a urinary tract infection. This morning, she started vomiting and came back to lea regional medical center emergency room. She had a CT scan performed that showed a small -bowel obstruction and an incarcerated incisional hernia. Review of systems: positive for abdominal pain and vomiting. Positive for diarrhea. Physical exam: morbidly obese woman. Abdomen: distended, mild tenderness around the umbilicus. Hypoactive bowel sounds. She has a well-healed midline incision. Assessment and plan: the patient is a 62 -year -old woman with incarcerated incisional hernia with small -bowel obstruction. She has a nasogastric tube in place for decompression. She has hypoactive bowel sounds. Cc scan consistent with incarcerated hernia with small -bowel obstruction. Mildly elevated white count, started on empiric antibiotic therapy. We will plan for exploratory laparotomy with lysis of adhesions and repair of hernia. The procedure risks, and benefits were discussed at length with the patient. I explained to her that she has increased risk for recurrent hernia, and she will need in the absence of a contaminated field, will need a bowel resection she will require placement of mesh to repair abdominal wall defect. She has had multiple hernia repairs in the past, and she has multiple medical problems. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md, (B)(6) , acnp-bc. Consultation. Chief complaint: abdominal pain, intermittent nausea, vomiting, and diarrhea x2-1/2 to 3 weeks. History of present illness: this is a 62-year-old caucasian female with significant past medical history of hernia repairs x8, bladder suspension x4, hypertension, diabetes mellitus, gout, and hypothyroidism, who presented to the emergency room this morning with a complaint of abdominal pain and severe vomiting, solid, for approximately 2-1/2 to 3 hours this morning, along with watery diarrhea. The patient states that these symptoms actually began about 2-1/2 to 3 weeks ago. She came to this emergency room and was discharged, stating that her abdominal pain was due to a hernia. She then went to (B)(6) where she was told something similar, and then when she came back tonight, she was found to have a small-bowel obstruction with possible incarceration. The patient states that her abdominal pain was intermittent approximately 3 weeks ago, but became severe and constant this morning that immediately prior to calling ems she had been vomiting consistently for 2-1/2 to 3 hours and had at least 6 episodes of watery brown diarrhea. The patient states her abdominal pain was 7/10. The patient describes the pain as a sharp constant pain and sometimes a cramping pain, pain is generalized, but mainly around the umbilical region in the lower quadrants, with mild pain in the epigastric region and the left upper quadrant. In addition, the patient states that she has had multiple abdominal surgeries for hernia repair with mesh and also bladder suspension. Physical exam: abdomen: soft, tender to palpation in the umbilical and lower quadrants. Voluntary guarding in the umbilical and the right lower quadrant, slightly tender to palpation in the epigastric and left upper quadrant. Assessment: 1. Small-bowel obstruction with possible ventral hernia, possible incarceration. Plan: this patient is going for emergency surgery which will be performed by dr. (B)(6) . Explant date: (B)(6) 2015 (hospitalization (B)(6) 2015). On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Discharge summary: principal diagnoses: 1. Incarcerated incisional hernia with small-bowel obstruction. 2. Diabetes mellitus. 3. Hypertension. 4. Postoperative hypoventilation. Principle procedure: 1. Exploratory laparotomy, with lysis of adhesions. 2. Removal of old mesh and repair of incisional hernia. Hospital course: the patient was initially evaluated in the emergency room setting. She had vomiting and a CT scan that indicated small -bowel obstruction secondary to an incarcerated incisional hernia. The patient was evaluated by hospitalist, started on IV antibiotic therapy, IV fluids, had the placement of a nasogastric tube for decompression. She underwent emergent laparotomy, was found to have an extensive amount of intraabdominal adhesions secondary to the hernia. She had abdominal hernia repair with component separation and mesh with an increase in her peak airway pressures after abdominal closure. She was kept on the ventilator and taken to the ICU. She was ventilated overnight and was extubated in the a.m. She had no respiratory difficulty. She was continued on aggressive pulmonary toilet incentive spirometry, cough and deep breathing exercise. She was hemodynamically stable, had foley catheter and nasogastric tube in place because of expected postoperative ileus. The patient remained hemodynamically stable, with no respiratory difficulties. Her blood sugars were well-controlled and she was transferred to the med-surg unit on postop day #2. On postop day #3, the patient had foley catheter removed as well as her nasogastric tube. She was initially kept n.p.o. [Nothing by mouth], was gradually transitioned to a clear-liquid diet. She was urinating without difficulty, had adequate urine output. She had increase in her blood pressure and was restarted back on her oral antihypertensive medications blood sugars are under good control. On postop day 4, the patient complained of some mild nausea. Her diet was not advanced in the afternoon. She had no evidence of nausea and it was felt that the nausea was secondary to pain medication. She was advanced to a diabetic diet. She tolerated it well without difficulty. She had 1 jp drain removed. The other jp drain had significant output and remained in place. The patient was evaluated by physical therapy. She was ambulating with a walker, tolerating her diet. No evidence of nausea. Her incision was clean, dry, and intact and she was discharged to home with home health care. Disposition: discharged home. Followup: surgery clinic in 1 week. The patient should be followed on a daily basis for jp drain output. Medications: gabapentin, humulin, carvedilol, zoloft, oxycodone, levothyroxine, allopurinol, keflex. Relevant medical information: on (B)(6) 2015: (B)(6) medical center. Emergency department. (B)(6) , md. Admitting diagnosis: disruption of external surgical wound. History of present illness: ¿this 62 yrs old white female presents to ER via pov with complaints of incision opening up.¿ patient states: had surgery on august 29 and the incision is opening up. Dr. Kim did the surgery. Denies pain. Assessment: ¿general: appears in no apparent distress. Behavior is cooperative. States had surgery on (B)(6) and incision has been coming apart. Has steri strips intact. Noted gapping to bottom end no oozing or drainage noted.¿ disposition: discharged home. Impression: wound dehiscence. Condition is stable. Discharge instructions: wound dehiscence. Follow-up dr. Soon kim, md, 2-3 days. Reason: recheck today¿s complaints. Problem is new. Symptoms have improved. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Radiology ¿ CT abdomen and pelvis without contrast. Clinical history: hernia. Comparison: comparative study (B)(6) 2011. Findings: the liver and spleen appear normal. The patient is status post cholecystectomy. Pancreas appears normal. There is left nephrolithiasis. There is no apparent obstruction to either ureter small anterior hernia noted containing considerable amount of fluid with inflammatory change suggesting it may be an abscess. Measures about 4 x 5 cm in size. Scans into the pelvis are unremarkable. Impression: the hernia in the anterior abdominal wall shows fluid collection and inflammatory change suggesting this may represent an abscess. There is right nephrolithiasis. There is no obstruction to either ureter. Status post cholecystectomy. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Imaging report. Ultrasound¿guided fine needle aspirate of fluid collection in the abdomen. Admitting diagnosis: abscess of abdominal wall. ¿following informed consent, the risks versus benefits were explained to the patient. The patient agreed to have the procedure performed. An ultrasound probe was placed there is fluid in the abdomen which is in the midline just below the level of the umbilicus. The patient was prepped and draped in sterile fashion 1% lidocaine administered locally to the skin and subcutaneous tissues. A 20 -gauge spinal needle was placed into the collection, no fluid was aspirated. An 18 -gauge biliary catheter was then placed in collection, total 3 cc of fluid was aspirated which was serosanguineous. A 22 -gauge spinal needle was inserted still without success of aspiration of fluid ultrasound localized the catheter to be within the fluid collection. Impression: ultrasound-guided fine needle aspirate of a fluid collection with only approximately 3 cc of serosanguineous fluid aspirated. There is no turbidity or cloudiness to the fluid. There is more fluid within the collection, however, this was unable to be aspirated which may be secondary to increased viscosity of the fluid. The findings were discussed with the patient.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 02133912. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 02133912. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??:[missing records: records for ¿multiple abdominal surgeries¿; ¿open cholecystectomy¿; ¿incisional herniorrhaphy in the past¿ were not provided.] On (B)(6) 2011:(B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated recurrent incisional hernia. Postoperative diagnosis: incarcerated recurrent incisional hernia. Procedure performed: complex repair of incarcerated recurrent incisional hernia with gore-tex mesh and partial omentectomy. Anesthesia: by dr. (B)(6). Anesthetic method: general endotracheal anesthesia. Estimated blood loss: minimal. Drains and packs placed: a 10 x 15 cm gore-tex mesh. Intraoperative complications: none. Indications: the patient is a 58-year-old female who has had multiple abdominal surgeries, but most likely causation of this was her open cholecystectomy done through a vertical midline incision. She had a mass that extended to the right of the umbilicus just in the supraumbilical area, and she has had an incisional herniorrhaphy performed in the past, and with this in mind, it was felt she was a candidate for repair. Technical procedure performed: ¿the patient was brought to the operating room and placed in supine position. General endotracheal anesthesia was then administered by dr. (B)(6). After adequate level of anesthesia obtained, og and foley catheter inserted, decompressed stomach and bladder respectively. Anterior abdominal wall was then prepped and draped in the usual sterile fashion. Preemptive anesthesia using 0.5% marcaine with epinephrine was locally infiltrated in skin and subcutaneous tissues, through which all skin intrusion sites would be made. The inferior aspect of the prior vertical supraumbilical midline incision was opened with #10 blade. Once the skin was incised, subcutaneous tissue sharply dissected until the hernia sac was identified, this was dissected in circumferential fashion and it was noted that contained incarcerated omentum. I was not able to reduce it. The fascial defect was approximately 1.5 cm in size. Therefore, I had to amputate the omentum using sharp and blunt dissection and free ties where necessary across any large blood vessels to amputate the redundant hernia sac and the omentum itself. As we were cleaning the fascial edges, several other hernias were exposed. I ended up having to extend the incision inferiorly and in the process exposed approximately 8 additional incarcerated recurrent incisional hernias in this wound. All of them were quite small with incarcerated omentum, and I was not able to reduce any of them. I had to amputate the redundant hernia sacs in the omentum using careful sharp and blunt dissection and free ties around any large blood vessels. Once the fascial edges were then cleansed superiorly and inferiorly, I did not see any more hernia defects. Went ahead and joined the fascial defects, and in the process, went ahead and took down some intraabdominal adhesions doing an adhesiolysis. In the right inferior aspect of her abdominal wall, I had to do a lysis of some small bowel adhesions that were pexied to the anterior abdominal wall. Once these were taken down, the edges were free of any extraneous materials. The fascial defect was measured. It was approximately 10 x 15 cm in size. Piece of gore-tex mesh was brought on field, shaped into size, secured into position with short runs of 0 prolene suture in a circumferential fashion, taking at least 1 cm deep bites. Great care was taken not to incorporate any intraabdominal viscus. Once this was completely incorporated, the wound was irrigated with copious amounts of bacitracin-impregnated saline. At this point, it was noted that the instrument count was off. There were too many instruments that were accounted for, and therefore intraoperative x-rays were performed to rule out any foreign bodies. None were noted. With this in mind, the subcutaneous tissue of the wound was inspected for any bleeding. No bleeding was noted. Subcutaneous tissues were reapproximated with 2-0 vicryl in a running fashion subcuticularly and the skin was closed with skin staples. Sterile dressings placed over wound. Sponge, needle counts correct at the end of the procedure. The patient tolerated the procedure well, was extubated in main operating room, and subsequently transported to postanesthesia recovery room in satisfactory condition. Once she adequately recovers, she will be discharged home. She is to call my office to arrange for staple removal in 10-14 days and to follow up in 2-3 weeks. Given prescription for norco 5/325, 1-2 p.o. [By mouth] q.4h. [Every 4 hours] p.r.n. [As needed] total #30, no refills. Cipro 750 mg, 1 p.o. [By mouth] b.i.d. [Twice a day] for 2 weeks. Told to put ice over the surgical site for 48 hours, then followed by heat. Keep her wound dry for 48 hours. Remove her bandage in 48 hours. Wear abdominal binder at all times except to shower. No strenuous activities or lifting greater than 15 pounds for 8 weeks. No driving until pain-free and off narcotics.¿ on (B)(6) 2011: (B)(6) operating room. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 7264810. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/7264810) was implanted during the procedure. ??/??/??:[missing records: a CT scan showing ¿incarcerated incisional hernia with small-bowel obstruction¿ was not provided.] On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated incisional hernia with small-bowel obstruction. Postoperative diagnosis: incarcerated incisional hernia with small-bowel obstruction. Procedure: exploratory laparotomy with extensive lysis of adhesions. Removal of old mesh. Repair of hernia defect with component separation and mesh. Indication: the patient is a 62-year-old woman with a 3-week history of nausea and intermittent abdominal pain, presented this morning with vomiting. CT scan shows incarcerated incisional hernia with small-bowel obstruction. Procedure in detail: ¿after adequate endotracheal anesthesia was achieved, a time-out was completed verifying correct patient and procedure prior to beginning the procedure. The patient had preoperative placement of nasogastric tube, and just prior to prepping the abdomen, she had placement of foley catheter. The abdomen was prepped and draped in usual sterile fashion, and ioban was placed, and a midline incision was made using the previous old incision site. The area of the hernia was somewhere just above the umbilicus, so dissection was begun cephalad to the hernia. Dissection was carried down through the skin and subcutaneous tissue using cautery. The patient had very edematous tissue. The abdomen was initially opened at the level of the old mesh, and there was a great deal of transudate in this mesh. This was evacuated, and this was a portal into the abdominal cavity. It was noted upon opening the space that there was a defect at the superior portion of this mesh and there was a hernia sac with incarcerated bowel protruding upward and down into this space, and there was a great deal of adhesions to the perimeter of the mesh as well as posteriorly and above it. The mesh was excised by cutting the prolene sutures that held it to the abdominal wall. There was some sort of epithelialized pseudo sac adherent to the mesh, and this had to be excised as well because it encased the small bowel. The hernia sac had also been opened and segments of it removed. An extensive lysis of adhesion of the small bowel within the sac and adjacent to the posterior fascia was performed. This took and excess of 2 hours because of density of the adhesions and the number of bowel loops involved. They were lysed with sharp dissection and cautery dissection where no bowel was involved. After lysis of adhesions, the posterior fascia had been freed up, and the anterior rectus sheath was opened with cautery separating the anterior and posterior rectus sheath with the rectus fascia in between. This was performed on both sides and extended to incorporate the full length of the abdominal incision. The posterior rectus fascia was closed with a looped #1 maxon suture, and a polypropylene mesh was formed, fit to the rectus space. Very large portion of mesh was used. After placement of the mesh in this space, adequate hemostasis was confirmed, and the anterior rectus fascia was closed over the mesh using a #1 looped maxon suture starting at both ends and meeting in the mid portion. The suture was tied, and the fascia had been undermined from the subcutaneous space, so two #10 jackson-pratt drains were placed in this space. Adequate hemostasis was achieved with cautery. An additional segment of polypropylene mesh was placed as an overlay in the inferior portion of the wound just above the fascia. The drains were secured with 3-0 nylon suture. The midline incision was closed with staples and dressed with 4x4s and tegaderm, followed by drain sponge dressings and medipore tape. Abdominal binder was placed. The patient tolerated the procedure well without significant complications. Estimated blood loss was less than 100 ml. The patient had an increase in her peak pressures after the abdomen was closed. She was maintained on the ventilator to be monitored overnight and taken to the intensive care unit in stable condition.¿ on (B)(6) 2015: (B)(6) medical center. (B)(6) . Post-operative note [handwritten]. Findings: small bowel [illegible] in hernia sac and mesh extensive small bowel adhesions, [illegible] hernia defect, large fluid collection in ventral hernia mesh. Specimens removed: hernia sac, mesh. Post-op condition: fair. Implant record. Implant: bard mesh. On (B)(6) 2015: (B)(6) . (B)(6) , md. Pathology record. Accession #: (B)(4). History: small bowel obstruction. Specimen(s) received: a) hernia sac with mesh. Diagnosis: hernia sac, incisional herniorrhaphy: benign mesothelial-lined fibrovascular tissue compatible with a hernia sac. Mesh material identified. Associated reactive changes and focal chronic inflammation. Negative for malignancy. Gross description: a) received in formalin, designated hernia sac and mesh, is multiple fragments of pink-tan fibroadipose tissue and mesh material measuring 15.0 x 15.0 x 5.0 cm. Representative sections are submitted in a single cassette. Microscopic description: microscopic evaluation performed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesion, pain, abscess formation, bowel obstruction, recurrent hernia. Additional event specific information was not provided.